Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, on an initial attempt to ligate the cystic duct, the device jammed, clips did not load properly and the counter showed 13 remaining clips but the user could not account for five clips being fired. A new device was opened to complete the case. There was no patient injury.